Manufacturer narrative:
There was 90% lesion stenosis. Excessive force was not used during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent appeared curved. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd, 11th and 17th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the curved shape of the stent. No other damage evident to the remainder of the device. Additional information: in total, three resolute onyx drug eluting stents were successfully implanted in the patient during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the mid to distal lad. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a resolute onyx 2.25 x 15 mm des. No patient injury was reported.